Event description:
The customer stated that he was hospitalized twice due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. The customer did not have a tubing clamp at the time of the phone call in order to perform the high pressure test. The customer stated that the insulin pump had alarmed motor error on two separate occasions. The customer was advised to discontinue use of the insulin pump and revert to a plan of manual injections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.